Manufacturer narrative:
Correction sentence paragraph which should read: "a getinge stm evaluated the iabp." The initial reporter named is a (B)(6) employee who has different contact details from that of the event site, with the following contact information: (B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm evaluated the iabo and found that the display had vertical lines and no data was being displayed. To fix the issue, the stm replaced the video receiver board and cable to the receiver board, and then reassembled the display. The stm then powered unit on, and the display was functioning properly. He then performed a full calibration and functional test in accordance with the system's respective service manual, "calibration procedure". The iabp passed to factory specifications, and was returned to the customer and cleared for clinical use.

Event description:
The service territory manager (stm) discovered during department's daily check that the display of the cs300 intra-aortic balloon pump (iabp) had lines and blanked out. There was no patient involvement and no adverse event was reported.